Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in the middle part upon initial inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. No patient injury was reported, and the patient was in good condition after the procedure.